Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection was performed and the solder on the red led was found crack. The reported issue was confirmed. It is not known how the solder was damaged. The red led was re-soldered back to the original location. The unit was power on and the led work as intended. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the top flashing led light is not working. No patient injury was reported.